Manufacturer narrative:
For the events related to e 2012064, 25 devices were returned and evaluated. All 25 were identified to have a root cause of operational context. 24 devices were disposed and will not be available for evaluation. Investigation is still in place for 2 events. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned" for all relevant events.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012064 for product code kns. This report covers 47 reported events of tome wire breaks and 5 events of needle knife needle break. Of the events, 9 patients were female and 1 was male. The known patients' ages ranged from 48 years to 80 years. The known patients' weights ranged from 50 kg to 60 kg. All other demographic information is unknown.

Manufacturer narrative:
2018-q3 supplement_2018-q2 exemption e2012064_submission_kns, 2018-q3 supplement_2018-q1 exemption e2012064_submission_kns.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012064 for product code kns. Quarterly submission due october 31, 2018. This report contains supplemental information for 3 events.